Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hypoglycemia. The customer blood glucose level was 46 mg/dl. Customer stated he treated and had low blood glucose then he went to 218 mg/dl and treated and felt like he was going low again. Customer stated they treated for elevated blood glucose of 275 mg/dl and current value was 211 mg/dl. Customer was treated with food and glucose tablets. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Drive support cap was normal. The insulin pump will not be returned for analysis.